Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be product related. However, the cause of the customer reported failure mode cannot be determined. The customer reported that they are keeping the instrument; therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. Additionally, the force bipolar instrument used during this event was on it's last use during this procedure. The instrument is unable to be used in subsequent procedures. There are currently no other complaints for this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia procedure, tissue became stuck in the force bipolar instrument jaws. In order to retrieve the instrument, the tissue was cut out with another instrument. The surgeon reportedly sutured the location the tissue was cut. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, that peritoneum was stuck in the jaws of the force bipolar instrument. The surgeon used the installed monopolar curved scissors (mcs) instrument to cut the peritoneum out of the jaws. The surgeon said there was no bleeding due to this event, but that they sutured the location the peritoneum was excised due to common practice. The surgeon said this event had no effect on the procedure outcome nor the patient outcome. The force bipolar instrument was reportedly removed and saved for inspection.